Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-1409 serial/batch number (B)(6) was received for investigation. No functional testing was performed for this device due to the part stuck inside. Upon visual evaluation, it was found that the cannulated-headed reamer had a pin stuck inside. It was observed that the shaft of the part stuck inside the reamer had many scratches and nicks around and was bent. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that during a knee surgery the pin got stuck in the cannulated drill bit. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.